Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap was detached and not returned; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited severe burnt on detritus; the outer flow tubing exhibited moderate contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the fiber cap detached @ 115,029 joules, which resulted in end firing (forward firing) on the first fiber used. It was reported that the laser stated fiber port overheat with the second fiber @ 3,223 joules. The procedure was completed using a third fiber @ 136,624 joules. There was no patient injury. This is for the first fiber used.